Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation, utilizing the small flexnav. The patient presented in non-sinus rhythm with membranous septum length of 7.0mm and calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 1mm on non coronary cusp (ncc) and 3mm on left coronary cusp (lcc). Post procedure, the patient experienced a heart block, requiring a temporary pacemaker. On (B)(6) 2025, a permanent pacemaker was then implanted. It was reported that the patient was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.